Event description:
It was reported that in 2007, device interrogation revealed an elective replacement indicator (eri) flag with three months longevity remaining. The eri flag was cleared and all measured data was normal with an estimated 6.8 years longevity remaining. In 2008, the pulse generator again exhibited premature eri. Upon interrogation, reset was attempted to clear the eri, but was unsuccessful. The device was replaced.

Manufacturer narrative:
Na